Manufacturer narrative:
One sample was received for analysis and investigation. The sample consisted of one catheter of product mahurkar maxid catheter with side holes, 23cm implant length, and 40 cm overall length, product code 8888145252. The catheter came inside a plastic bag and it presented signs of use. Visual inspection was performed and a hole was found on the joint of the catheter, below the hub. Additionally the sample was in half, the cut was approximately 1cm below the cuff. The sample returned was submitted to an underwater test and bubbles were detected coming out below the hub, from the lumen which corresponds to the arterial extension. The lumen related to the venous extension did not show bubbles during the test. As part of the investigation process the finished good lot was reviewed. The device history record (DHR) review does not reveal any deviation of the current procedure that might have contributed to the reported condition. In addition, no non-conformances were opened for all the assembly levels, raw materials and incoming components. According to the event description the catheter performed as intended for approximately 2.5 years which is considered enough evidence to rule out that the holes were caused during manufacturing operation activities. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. In addition, do not use acetone on any part of the catheter. Aqueous-based povidone iodine, exsept, hibiclens (chlorohexidine), amukin 50%, hydrogen peroxide, neosporin antibiotic ointment, bacitracin ointment, bactroban cream, isopropyl alcohol 70%, chloraprep can be used. Inter-mixing of these solutions has not been tested and is not recommended. Dressings are special bandages that block germs and keep your catheter site dry and clean. Usually, during dressing change procedures, a cleaning solution is used to clean the skin. The labeling provides an appropriate warning, however does not prevent a clinician to fail to heed the warning and nor can labeling control use of appropriate measures to use a device according to the IFU. In addition, 100% of the catheters are submitted to a leak test; hence this kind of defect is detected during product manufacture. Based on investigation findings the most probable cause is the leak could be caused due to excessive force or due to an inappropriate use of cleaning agents. Based on investigation findings, no actions are necessary for the complaints since the failure mode of bifurcate leaking is being address though a corrective and preventive action (CAPA). No additional actions are required at this time. The lot involved in this event was manufactured on 07/14/2011 prior to this CAPA implementation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports upon redoing the cvc dressing, air was detected in the cec. The presence of a small hole at the junction of the cvc and arterial and venous branches near the suture was found. Dialysis treatment was stopped. Clamps were applied to the arterial and venous branches and additional clamps were applied to the main branch of the cvc. A compression dressing was done. The doctor advised the patient left for home but came back on (B)(6) for a cvc replacement. The cvc had been installed (B)(6) 2012. There was no patient injury.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.